Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph), d4, d6a (month and year valid), h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl). No patient complications were reported as a result of this event. Additional information was received that clarified the regurgitation was central/intravalvular and not pvl. The central regurgitation was attributed to leaflet failure. A replacement transcatheter valve implant is planned. Additional information was received indicating that the evolut pro valve implanted approximately seven years ago. The leaflet failure was specified to be a cuspal tear, which resulted in moderate-severe central aortic regurgitation. The redo transcatheter aortic valve implantation (tavi) procedure was performed approximately one month after the patient presented with valve failure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl). No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl). No patient complications were reported as a result of this event. Additional information was received that clarified the regurgitation was central/intravalvular and not pvl. The central regurgitation was attributed to leaflet failure. A replacement transcatheter valve implant is planned.